Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 for infection. The source of the infection moved from the left thoracotomy site bacteremia to sternal osteomyelitis, to finally pump pocket infection. The patient was experiencing fever, chills, back pain, and sternal and left chest purulent drainage. Sternal washings and debridement in surgery, vacuum-assisted closure of a wound, and chronic antibiotics were used. The patient was explanted on (B)(6) 2023. The explant was due to the infection and not associated with recovery of cardiac function. The infection had still not resolved post-explanation and the patient was in the cardiovascular intensive care unit with impella and extracorporeal membrane oxygenation (ECMO). The plan was to wait to clear infection and list for heart transplant.

Manufacturer narrative:
Section d1 brand name: corrected . Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.